Event description:
A pt, who was involved in a motor vehicle accident, was easily intubated with an endotracheal tube; however, there was complete obstruction to ventilation. The tube was removed and a second endotracheal tube inserted with no improvement. A suction catheter was passed without significant resistance through the swivel connector down the endotracheal tube. The pt's sao2 rapidly decreased. Bilateral chest needles were inserted to exclude pneumothoraces. The endotracheal tube was removed and mask ventilation instituted. Hypoxic cardiac arrest ensued and the pt could not be resuscitated. Examination of the endotracheal tube connector revealed an intravenous giving set cover had lodged in the fresh gas inlet of the portex blue line swivel connector, totally blocking inflow of fresh gas.